Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that in removal and replacement of an intraocular lens (iol) from the right eye of a patient, the incision was required to be enlarged and a vitrectomy was performed. It was stated that an anterior capsule tear was caused by the haptic. The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received without one of the haptics. Visual inspection revealed surface residuals adhered to the optic body, which is compatible with handling the lens out of sterile environment. No cosmetic conditions related to product manufacturing were identified for the returned sample. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. A review of the process and/or material change does not show a change in manufacturing method, inspections or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.